Event description:
It was reported that when the pulse generator was connected, the ventricular pacing tracked the rapid atrial rate during 5-6 beats, then the ventricular spikes did not capture the ventricle. The physician had to per form a cardiac massage to reanimate the patient. The pacemaker was reconnected, but the same problem occurred again and the cardiac massage was again administered. The procedure lasted three hours, and a different pulse generator was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.